Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he had a motor error alarm on the insulin pump. Customer's blood glucose was 41 mg/dl. Customer treated with food. Customer stated that the drive support cap appears normal. Customer stated that they are able to rewind the pump. Customer stated that the alarm has not occurred more than once in the last 30 days. Customer stated that the alarm occurred during basal delivery. Customer stated that the pump passed the displacement and self test. Customer was not sure if the pump was dropped or bumped. Customer stated that the alarm did not occur during priming or rewind. Customer was advised that the alarm may have been related to a site issue. Customer was advised to change out the entire infusion set. Customer was advised to monitor the pump.